Event description:
It was reported patient underwent a revision procedure one year post implantation due to pain, tightness with range of motion, and possible loosening on imaging. Operative report notes no component loosening found. Tibial prosthesis was replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 62822320; 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 62845350; all-poly patella cemented 32 mm diameter catalog # 42540200032 lot # 62805858; femur cemented posterior stabilized (ps) standard right size 4 catalog # 42500605602 lot # 62403933; articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog # 42522400410 lot # 62342626. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that patient present with pain, preop bone scan suggest possible loosening; during revision, no loosening found, no intraop complications, negative for acute inflammation and infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.